Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 correction: d4: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of wear and all 3 pegs have fractured off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella size 2 8 mm thickness; p/n: 00542000802, l/n: 63795341; kne-natural knee-bearings-unk; p/n: unk, l/n: unk; kne-natural knee-femorals-unk; p/n: unk, l/n: unk; kne-natural knee-tibial trays-unk; p/n: unk, l/n: unk. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a revision procedure approximately 3 years post-implantation due to patella was completely sheared from the pegs. No additional patient consequences were reported.